Manufacturer narrative:
The customer¿s report of a leak from the connection of the syringe and tubing was not confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing resulted in no leaking. The female luer port measured within specification. The root cause was not identified.

Event description:
The customer reported that in the nicu, a continuous morphine drip was noted to be leaking from the connection of the syringe and tubing. The customer reported the tubing has a pressure sensing disc, and that the connection between the tubing and syringe was secure. The tubing was due to be changed sunday. The syringe and tubing were replaced. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu, a continuous morphine drip was noted to be leaking from the connection of the syringe and tubing. The customer reported the tubing has a pressure sensing disc, and that the connection between the tubing and syringe was secure. The tubing was due to be changed sunday. The syringe and tubing were replaced. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that in the nicu, a continuous morphine drip was noted to be leaking from the connection of the syringe and tubing. The customer reported the tubing has a pressure sensing disc, and that the connection between the tubing and syringe was secure. The tubing was due to be changed sunday. The syringe and tubing were replaced. There was no patient harm.